Event description:
It was reported that a patient was in ER after receiving non-sustained rv post-paced t-wave oversensing notification. Programming changes were made.

Manufacturer narrative:
(B)(4).